Manufacturer narrative:
(H3) pending evaluation. No information provided in the following section(s).

Event description:
As reported, during a procedure on this (B)(6), the drill bit broke when drilling the left acetabular screw. There were no x-rays taken. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) the evaluation of the revision reported may have been the result of applying a bending moment to the drill bit while drilling, which led to ultimate fracture of the device. However, this cannot be confirmed as the device was not returned for evaluation and images were not provided.